Event description:
It was later reported by the physician's office that the device was explanted and replaced due to recommended replacement time (rrt).

Manufacturer narrative:
Concomitant medical product: 1788tc, lead, implanted (B)(6) 2007.

Event description:
It was reported by the patient that the device was supposed to last 5-10 years, but needs to be replaced after only 3.5 years. The patient has had a device check and discussed this with the physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.